Event description:
It was reported that log files were submitted for a patient with extensive damage and wear on their driveline, which had occurred over many years. The patient denied any alarms. Despite the damage observed to the driveline, the log file data indicated that the internal conductors were still intact. An external driveline revision was not required at this time. There were (2) no external power events recorded while connected to mobile power unit (mpu). This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. Regarding the mpu, the power cord was of the locking type. The patient stated they did not recall these specific power events, but they lived in a semi-rural area and had frequent power outages from clay electric. The system controller had never had an alarm that they could recall without there being an explainable power outage. Layers of rescue tape was applied just behind the clam shell repair and to gradually reduce the layers as the wrapping continued toward the exit site to reproduce a bend relief.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The log files submitted under this event were noted be from 02feb2022 and were previously reported and investigated under manufacturer report number 2916596-2022-01903.

Manufacturer narrative:
This product was determined to duplicate information and was previously reported and investigated under manufacturer report number 2916596-2022-01903. No further information was provided. The manufacturer is closing the file on this event.